Event description:
Upon opening applied medical, kii fios first entry obturator with z-thread sleeve a strand of dark hair was noted on the trocar. This trocar was removed from the surgical field and replaced with a "like" device. Diagnosis or reason for use: laparoscopic sleeve gastrectomy.